Event description:
It was reported the patient lost stimulation/therapy. Surgical intervention was undertaken during which the patient's ipg was explanted and replaced with a different model. Surgical intervention addressed the issue.